Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2184149-2019-00153. During a pulmonary vein isolation procedure, the tactisys would not connect and the procedure was significantly delayed. After validation, the light on the tactisys was amber colored and the system stated, "searching for tactisys." The light would not turn green so the tactisys was restarted and the network cables were verified with no resolution. The ethernet cable was replaced and ensite was restarted with no resolution. The case was closed out and resume study and revalidation of the patches was not possible. The error message "navx validation failed. The data module is intended for single use only" displayed. After 30 minutes of troubleshooting, the procedure was continued with a different catheter. The procedure was completed successfully. There were no adverse consequences to the patient due to the delay.

Manufacturer narrative:
Additional information: the reported recognition issue was not confirmed. The patches displayed continuity with no open circuits detected. In addition, the leg patch was able to be validated with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported recognition issue and subsequent procedure delay remains unknown.